Event description:
Information received with return of the explanted device notes no output and no magnet response when the patient presented at the hospital because of bradycardia. After surgery, there were no further consequences to the patient.